Event description:
It was reported that the patient¿s implantable cardioverter-defibrillator (ICD) shocked due to atrial fibrillation (afib) with rapid ventricular response (rvr), in part related to dehydration. The ventricular assist device (vad) speed was temporarily changed to 5000 revolutions per minute (rpm). The arrhythmia existed before the vad, and the ICD was implanted before the vad. There was an increase made to the biventricular pacing rate to allow for titration of beta blocker therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia and dehydration could not be conclusively established through this investigation. The submitted log files captured the pump operating as intended. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 03dec2018. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient was admitted with ventricular tachycardia. The event log captured routine events, the pump and peripheral equipment were functioning as intended.